Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced an infection. The app was previously explanted. The patient healed, and a new device was placed. There were no further patient complications.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced an infection. The app was previously explanted. The patient healed, and a new device was placed. There were no further patient complications.